Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. Without a product return, no product evaluation is able to be conducted. The warnings in the package insert state this type of event can occur. Based on the information provided there is no indication the implants are not functioning as intended and the reported symptoms were alleviated with the removal of the bone spur. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of two for the same event; see also 0001032347-2016-00058.

Event description:
A bilateral tmj patient reported through the tmj clinical study that she experienced pain, difficulty opening her mouth, interference with eating, muscular spasm or rigidity in her face and infection on the right side only. She indicates the symptoms are better than the symptoms she experienced prior to the joint being implanted. In (B)(6) 2015 she reports her dentist treated her with muscle relaxers and pain medications and referred her back to her surgeon. She reported she developed a bone spur on the right side which was surgically removed in (B)(6) 2015. She stated the implants were not removed during the procedure. She stated since the removal of the bone spur she is pain free again. Additional information was requested regarding the indication of infection, however no information has been received at this time.